Manufacturer narrative:
The device was not received for analysis; therefore; no physical analysis of the product can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The event date was reported as july 2018. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
It was reported that per medwatch report: md placing a port with a guidewire. Upon removal of the guidewire, the sheath was noted to start to fray with piece the that broke off in the patient's vessel. This was recognized immediately, our cath lab attending was called and came to the or to confirm that the piece of sheath was in the patient's vessel. The decision was made to complete the case, extubate the patient and admit them overnight to picu for observation with a plan to go the cath lab tomorrow for possible retrieval.